Manufacturer narrative:
Complained product will not be not available.

Event description:
Poking - cheek- mouth [mouth injury]. Brush head on my electric toothbrush head is breaking off inside my mouth / silver prong is broken [...] The brush head will not stay on - oral-b [device breakage]. I compared both handles. My old one with the issue has a shorter silver prong metal piece - oral-b [device physical property issue]. Case narrative: consumer via phone reported that the oral-b toothbrush head broke off inside their mouth and the silver prong on the oral-b toothbrush handle, type 3765 poked their cheek. The toothbrush handle had a shorter silver prong metal piece in comparison to another oral-b toothbrush handle which caused the toothbrush head to not stay on the handle. No serious injury was reported.